Manufacturer narrative:
Concomitant medical products: d314drg ICD, implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had rapid battery loss and premature battery depletion. Specifically, the device had five days between recommended replacement time (rrt) and end of service (eos). The device was explanted and replaced. As well, the patient's right atrial (ra) lead had high thresholds, no capture, undersensing p waves and a fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.